Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography)procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the stone became impacted in the basket, and "the basket did not break". Reportedly a sohendra handle was used by the physician to try and resolve the event. The procedure was completed with a different device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information reported on (B)(6) 2013: the 18mm stone was impacted in the basket, and the physician attempted to release the stone, however the basket failed to open. The alliance handle was then used in conjunction with the basket in an attempt to crush the stone, but the basket handle broke, the basket failed to crush the stone, and the tip failed to detach. The soehendra handle was then used to perform lithotripsy, and remove the stone and basket from the patient. There were no patient complications, however, there were "superficial breaks of the gastric mucosa" due to the soehendra device. The patient was released from the hospital the next day.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the stone became impacted in the basket, and "the basket did not break". Reportedly, a sohendra handle was used by the physician to try and resolve the event. The procedure was completed with a different device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The wire basket assembly was returned for analysis; the other components were not returned. Visual evaluation of the returned device found that the basket wire was bent and deformed and the tip of the basket was intact. The pull wire was found to be bent/kinked and was cut by the user approximately 122 cm from the distal crimp. Review and analysis of all available information indicated the most probable root cause for this event was undeterminable, since only the wire basket assembly was returned. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
(B)(4) for the reported issue of tip won't detach. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.